Event description:
Information reported in medwatch mw5150510 indicated: on (B)(6) 2023, a 26 month old female patient, with respiratory virus associated ards/air leak syndrome refractory to conventional mechanical ventilation, was cannulated with a 19 fr crescent ra cannula to the right ij with fluoroscopic guidance using percutaneous technique and was treated with vv ECMO. The catheter was secured with sutures. Immediately following cannulation, the placement was confirmed by transthoracic echo with the ventilator on rest settings. It was reported the patient was partially sedated during ECMO treatment. On (B)(6) 2023, the patient was extubated and sedation infusions were decreased to allow for spontaneous pulmonary toilet. Post-extubation the catheter tip was stable at t9 to 9.5. On (B)(6) 2023, a chest x-ray indicated the catheter tip was at t9. The patient experienced spontaneous right-sided lung recruitment and impaired ECMO flow due to negative venous pressures. The patient was unresponsive to volume administration and the spo2 dropped from the 80s to the 60s with associated hypotension. An ultrasound identified a large pericardial effusion as etiology for tamponade. Anticoagulation was held. Bradycardia led to initiation of chest compressions, lasting 20 minutes, as a pericardial drain was placed under ultrasound guidance and 180ml of blood was evacuated with improved ECMO flow, spo2, and hemodynamics. Under ultrasound guidance the catheter was retracted from the edge of the inferior atrial caval junction to 1.8cm away from the inferior atrial caval junction. Due to continued blood output from the pericardial drain, 500ml over 4 hours, bedside chest exploration revealed 2 discrete holes in the inferior, posterior free wall of the right atrium. The holes were closed with good hemostasis. The catheter tip was identified in the middle of the right atrium by manual palpation before chest closure. Chest x-ray showed catheter tip at t7. Over the next few days, the patient remained stable off anticoagulation. The catheter tip was evaluated by chest radiograph and twice daily point of care ultrasound. On (B)(6) 2024, the patient experienced hypotension and ultrasound identified a pericardial effusion with cardiac tamponade as the etiology of the hemodynamic compromise. Bradycardia ensued and chest compressions were initiated until the inferior portion of the sternal wound was re-opened evacuating pericardial blood. Hemodynamics were stabilized and gentle pressure was held on the sternal wound until the patient was moved to the or for formal chest exploration. The pericardial space was washed out and the previous repair was intact with good hemostasis. No further bleeding was identified intraoperatively. Due to lack of identified etiology of the bleeding, the patient was returned to the picu with an open chest. A few days later, sternal closure was performed. The patient remained off anticoagulation until (B)(6) 2024. On (B)(6) 2024, the patient was weaning from ECMO. The patient's status was reported as successfully removed from ECMO.

Manufacturer narrative:
The reporter indicated the catheter will not be returned for evaluation. Definitive root cause of the injury can not be established. The IFU discusses maintenance of the catheter and includes to ensure the catheter is secured by suture on the designated area and the circuit tubing should remain controlled in order to prevent migration, kinking or dislodgment. Vascular perforation is an inherent risk of any catheter placement. Peer to peer physician training was offered to the reporting facility.